Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe), the patient coded. Per the customer, the patient procedure was outpatient. He was anxious and his blood pressure was dropping. He went pulseless electrical activity (pea) and a code was called. The code team tried to start ECMO during the code. A bolus given during the procedure 600ml of normal saline (ns) for a bp of 87/55, map 66, 80/47. Pre meds were benadryl 25 mg IV, solucortef 100 mg IV, calcium gluconate 2 gm in 100 mls IV total 399ml 8 gms in all, potassium 20meq IV. Th patient expired during the code. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, e.1, h.6 and h.10. Investigation: a disposable complaint history search was performed for this lot and found no other reports of patient death on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. In total 2 rdf files were reviewed spanning 1 tpe procedure. Review of the rdf confirmed the operator targeted a 330ml saline bolus at about 20 minutes into the procedure. The operator ended the saline bolus before the target value was accomplished, delivering 290ml of saline bolus to the patient. Be aware that the patient¿s fluid balance displayed on the exchange status screen and on the procedure summary screen does not include the volume of any bolus that was given to the patient during the procedure. The system reports the total bolus volume in separate fields on the screens. It was also observed that the operator changed the replacement fluid from albumin/saline to fresh frozen plasma (ffp) at 123 min into the procedure. Analysis of the associated aim system images shows a well-defined interface throughout most of the procedure. At 34 min into the procedure, the interface remained low for an extended period which triggered the alarm ¿aim system could not establish target interface¿. This alarm is raised when the aim system detects the cell interface remains low in the channel connector for over 120 seconds. This alarm can be caused for various reasons including an open inlet or return saline line or a higher than actual patient hematocrit was entered to the machine. Between roughly 31 to 34 min into procedure, rdf signals including the rbc detector, inlet and return pressure sensors, and the residual error detected by the reservoir suggested the inlet saline line or inlet and return saline lines may have remained open during this time. If the inlet saline line remains open, the inlet pump will pull some saline from the bag which decreases the hematocrit of the incoming blood, ultimately causing a low interface which triggered the alarm ¿aim system could not establish target interface¿. The interface was able to be re-established after this single occurrence. From rdf analysis it is determined that this alarm occurrence did not have an impact on the performance of this procedure. Through analysis of the rdf and associated aim system images there was no concern with the optia found. The safety systems remained in place throughout the procedure and the appropriate alarms were raised. On a systems level, the device was operating as intended. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe), the patient coded. Per the customer, the patient procedure was outpatient. He was anxious and his blood pressure was dropping. He went pulseless electrical activity (pea) and a code was called. The code team tried to start ECMO during the code. A bolus given during the procedure 600ml of normal saline (ns) for a bp of 87/55, map 66, 80/47. Pre meds were benadryl 25 mg IV, solucortef 100 mg IV, calcium gluconate 2 gm in 100 mls IV total 399ml 8 gms in all, potassium 20meq IV. Th patient expired during the code. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a disposable complaint history search was performed for this lot and found no other reports of patient death on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. In total 2 rdf files were reviewed spanning 1 tpe procedure. Review of the rdf confirmed the operator targeted a 330ml saline bolus at about 20 minutes into the procedure. The operator ended the saline bolus before the target value was accomplished, delivering 290ml of saline bolus to the patient. Be aware that the patient's fluid balance displayed on the exchange status screen and on the procedure summary screen does not include the volume of any bolus that was given to the patient during the procedure. The system reports the total bolus volume in separate fields on the screens. It was also observed that the operator changed the replacement fluid from albumin/saline to fresh frozen plasma (ffp) at 123 min into the procedure. Analysis of the associated aim system images shows a well-defined interface throughout most of the procedure. At 34 min into the procedure, the interface remained low for an extended period which triggered the alarm aim system could not establish target interface. This alarm is raised when the aim system detects the cell interface remains low in the channel connector for over 120 seconds. This alarm can be caused for various reasons including an open inlet or return saline line or a higher than actual patient hematocrit was entered to the machine. Between roughly 31 to 34 min into procedure, rdf signals including the rbc detector, inlet and return pressure sensors, and the residual error detected by the reservoir suggested the inlet saline line or inlet and return saline lines may have remained open during this time. If the inlet saline line remains open, the inlet pump will pull some saline from the bag which decreases the hematocrit of the incoming blood, ultimately causing a low interface which triggered the alarm aim system could not establish target interface. The interface was able to be re-established after this single occurrence. From rdf analysis it is determined that this alarm occurrence did not have an impact on the performance of this procedure. Through analysis of the rdf and associated aim system images there was no concern with the optia found. The safety systems remained in place throughout the procedure and the appropriate alarms were raised. On a systems level, the device was operating as intended. Medical safety concluded that there is no evidence that the spectra optia equipment and disposable were operating outside of their designed functions during the tpe procedure as described. The medications given pre-procedure, except the potassium, are typical for tpe procedures performed on the spectra optia system. The 399 ml bolus of saline administered at approximately 20 minutes into the procedure is typical in response to a drop in blood pressure, as reported. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for the patient death could not be determined but it is likely due to one or a combination of the possible causes listed below: patient pre-existing condition, unknown event that occurred to the patient that led to death.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe), the patient coded. Per the customer, the patient procedure was outpatient. He was anxious and his blood pressure was dropping. He went pulseless electrical activity (pea) and a code was called. The code team tried to start ECMO during the code. A bolus given during the procedure 600ml of normal saline (ns) for a bp of 87/55, map 66, 80/47. Pre meds were benadryl 25 mg IV, solucortef 100 mg IV, calcium gluconate 2 gm in 100 mls IV total 399ml 8 gms in all, potassium 20meq IV. Th patient expired during the code. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The disposable set is not available for return because it was discarded by the customer.